Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to high impedance (1930 ohms) and failure to capture at 7.5v @ 1.5ms. Should additional information become available, this file will be updated.